Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a single high out-of-range shock impedance value. The right ventricular (rv) threshold was also high and sensing measurements were variable. Boston scientific technical services recommended additional troubleshooting of the ICD system in clinic. The rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).